Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received failed battery test on their insulin pump. It was reported that the customer was unable to clear the alarms due to unresponsive buttons. It was reported that the pump was out of warranty. It was reported that the customer would be calling back. No further information provided.